Event description:
It was reported that the patient experienced inappropriate therapy due to the device detecting atrial-driven events and treating the supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.